Event description:
It was reported that the sheath of the catheter was fractured. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention procedure, it was noted that the sheath of the ultrasound catheter was fractured. No patient complications were reported and patient status is stable.

Manufacturer narrative:
A visual and microscopic inspection of the returned device revealed no detachments along the sheath assembly. The sheath assembly and the telescope were kinked. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that the sheath of the catheter was fractured. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention procedure, it was noted that the sheath of the ultrasound catheter was fractured. No patient complications were reported and patient status is stable.